Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log file. The heartmate 3 system controller ((B)(4)) was not returned for analysis; however, log files were submitted. The submitted log file contained data spanning approximately 9 days ((B)(6) 2021). The system controller operated as intended throughout the log file. Additionally, the submitted log files contained partially overlapping data spanning approximately 42 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). On (B)(6) 2021, the controller was reset several times from 12:08:40 to 15:14:39. The controller was then disconnected from external power and the driveline was disconnected from 15:14:49 to 15:15:57 in order to exchange the controller. The controller was then reset at 15:16:48, indicating a controller exchange. The event log file captured the new controller (B)(4). The root cause of the reported event of a controller exchange could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller ((B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow alarm conditions, low speed advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the evaluation of the submitted log files revealed a system controller exchange on (B)(6) 2021.